Manufacturer narrative:
(B)(4). Investigation summary: the handpiece was received with the nose cone cracked. No functional testing could be performed because the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in the twisting of only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid-housing. Analysis was unable to determine the exact root cause that lead to the crack in the hand piece nose cone and it is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device was reassembled but the surgeon could not disassemble the device and the handpiece. Another device was used to complete the case. There were no adverse consequences to the patient.